Manufacturer narrative:
The field service engineer (fse) discovered a misaligned probe rinse block and aligned the rinse block to resolve the fluid leak issue. The fse performed troubleshooting for erratic partial aspirations and discovered crimped tubing to the aspiration pumps and straightened the tubing to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately one half milliliter of clear fluid leaked from the backwash cup involving the coulter lh 500 hematology analyzer. The fluid was contained within the instrument. The operator was proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.